Event description:
It was reported that a lead dislodgment occurred. The device was reprogrammed. It is unknown if the lead was repositioned. The patient conditions after the event is unknown.

Manufacturer narrative:
(B)(4).